Event description:
Reporter indicated a vns (B)(4) x50 handheld computer was not charging properly. The computer would turn on and then turn off shortly thereafter. Performing a hard reset did not resolve the issue. The handheld computer and flashcard were returned for analysis. Analysis of the flashcard did not reveal any anomalies and the flashcard performed per specifications. During the handheld computer analysis it was identified that the main battery was swollen. The swollen battery bent the battery cover causing the battery latch switch to intermittently register that the latch was unlocked, causing the handheld to shut down. No further anomalies were identified during the analysis using a modified battery cover. It is not known what caused the battery to become swollen.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.